Event description:
It was reported that shortly after implant, a fluoroscopy revealed that the lead helix had pulled back. The lead exhibited decreased sensing and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.